Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problems were confirmed. The evaluation found that no image was present when the returned device was tested with olympus, model series 180 scopes; the cause was isolated to a printed circuit board failure. The evaluation found that the video connector socket locker failed and the lock was unable to secure the scope video cable. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an image was not present when olympus, model series 180 scopes were used with the olympus, model cv-190, evis exera iii video system center. In addition, it was reported that the connector was "defective." The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using another similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was a circuit design change of the printed circuit board's operational amplifier after the device was manufactured. It is possible that the image failure occurred due to a faulty operational amplifier. Additionally, the connection was unstable due to a faulty video connector as a result of the video connector's faulty lock mechanism. However, the definitive root causes of the printed circuit board failure and faulty lock mechanism could not be determined. Olympus will continue to monitor field performance for this device.